Event description:
It was reported that the patient presented a possible reaction approx 6 months post a labral repair in 2007. The most recent MRI showed some cartilage damage. Further communication on 02/27/08 with arthrex rep indicates the surgeon states, the patient appears not to have followed the post op instructions. The patient is currently seeing another doctor. No further patient info and/or info regarding further treatment is available. This device is used for treatment.

Manufacturer narrative:
The lot number was not provided, therefore, device history could not be reviewed and the mfg date was not determined. The condition reported could be related to an adverse patient reaction to any of the materials implanted. Product dfu warns of a possible allergic reaction to the implant materials. Patient sensitivity must always be considered prior to implantation. The cause of the complainant's event could not be determined from the info available.